Manufacturer narrative:
The patient is on a treatment plan and has been reprogrammed once with minimal improvement to pain relief. The second reprogramming session is scheduled for the week of (B)(6) 2021. No revision has been scheduled as of yet. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, not irrigating the incision site, not using antibiotics, not prepping the skin, using inappropriate tools, patient engaging in strenuous activities, patient picking the wound, and multiple tunneling attempts have been ruled out as potential causes. The stimulator is used to treat pain. The implanting clinician stated the cause of the cyst is unknown. The stimulator is used to treat pain. The cause of the cyst is unknown/no problem found. The cause of the loss of therapy is unknown, but the device migration may have contributed.

Event description:
Patient reporting a possible cyst at the incision site with decreased pain relief. The implanting clinician examined the area and extracted build-up liquid.